Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tracheal cuff had leaked and the ventilator frequently alarmed. Most of the alarm were ventilation too low per minute and the pipe fell off. The endotracheal intubation was replaced and a new endotracheal intubation was implanted.